Event description:
It was reported to boston scientific corporation that a polaris loop was used during a procedure in the kidney. The exact implant date was not reported, however, the stent was implanted for approximately two weeks. According to the complainant, during a planned stent removal procedure on (B)(6) 2019, it was noticed that the polaris loop was not in a straight shape when removed, causing difficulty removing from the patient. The stent was removed using a grasping forceps with local anesthesia, and the procedure was completed successfully. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code and device code 1528 captures the reportable event of stent difficult to remove. Problem code and device code 2976 captures the reportable event of material deformation during withdrawal. Investigation analysis: a polaris loop was returned for analysis. A visual evaluation of the returned device revealed that residues of calcification were found along of the distal end (pigtail) and along of the distal section (next to pigtail). The invesigation concluded that encrustation and stone formation are adverse events associated with retrograde or anterograde positioned indwelling ureteral stents. The reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions). Therefore, 'known inherent risk of device' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop was used during a procedure in the kidney. The exact implant date was not reported, however, the stent was implanted for approximately two weeks. According to the complainant, during a planned stent removal procedure on (B)(6) 2019, it was noticed that the polaris loop was not in a straight shape when removed, causing difficulty removing from the patient. The stent was removed using a grasping forceps with local anesthesia, and the procedure was completed successfully. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.